Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On 7/15/2025, a sales representative reported via phone that an ar-4551 sutureloc, meniscal root repair kit, had an issue during a meniscal root repair procedure on (B)(6) 2025. When the surgeon was trying to insert the implant, it would not seat into the tibia. The implant was removed from the patient in one piece, nothing broke, and there was no harm. Another ar-4551 sutureloc, meniscal root repair kit, with a different lot number, 15353524, was opened to complete the procedure successfully. The complaint device was discarded, and no pictures were taken. The case was not delayed, and no additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.